Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that there was a possible infection of either the pump pocket or catheter site per a healthcare provider (hcp) the reporter did not know if there was an infection nor did he know if the patient was inpatient or had been seen in the emergency room. It was noted that the reporter and a doctor had met with the patient on (B)(6) and at that time neither the patient or his wife mentioned any concerns. The device system was used to infuse prialt. Additional information received reported that the reporter had no new information regarding symptoms, trouble shooting, plans or how the patient was doing.